Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('menorrhagia (heavy menstrual bleeding)') in a (B)(6) year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)") and vaginal discharge ("vaginal discharge") and was found to have neoplasm ("tumor"). The patient was treated with surgery (hyst. (Full), salpingectomy(bilateral), oophorectomy). Essure was removed on (B)(6) 2016. At the time of the report, the menorrhagia, dysmenorrhoea and dyspareunia had resolved and the vaginal discharge and neoplasm outcome was unknown. The reporter considered dysmenorrhoea, dyspareunia, menorrhagia, neoplasm and vaginal discharge to be related to essure. The reporter commented: discrepancy noted in insertion dates: (B)(6) 2010, (B)(6) 2010. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2011: results of confirm test: bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 1-oct-2019: plaintiff fact sheet received: event injury was replaced with dysmenorrhea (cramping). New events - dyspareunia (painful sexual intercourse), menorrhagia (heavy menstrual bleeding), vaginal discharge, tumors were added. Case is upgraded from other event to incident. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.